Event description:
It was reported that the patient's generator was explanted due to complications in 2010. The reason was indicated as neck discomfort associated with the vns. The manufacturer's battery life calculator indicated that the patient was likely not receiving stimulation due to normal battery depletion. No further relevant information has been received to date. The suspect product has not been received to date.